Event description:
The pt was implanted with a miniarc sling system on (B)(6) 2010. It was reported the pt experienced pelvic pain, dyspareunia and disability. The pt underwent revision and removal surgery on (B)(6) 2011. The pt continued to suffer from pain following the revision surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.